Event description:
It was reported that physician suspected the right ventricular (rv) lead increase in impedance or incomplete disconnection was due to bending when the lead was retracted into the pocket during generator change and it is prone to fracture. Physician connected the generator and decided to follow up with atrial pacing and sensing setting. This rv lead was set to only be connected and not used for pacing since there was a suspicion of disconnection. This rv lead remains in service. No adverse patient effects were reported.